Manufacturer narrative:
Only a portion of the lead was returned for analysis, which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt's generator and lead were explanted due to lack of efficacy. F/u with the reporter indicated that the pt and pt's caregiver chose not to replace the device because "the efficacy was not what they expected", and also because the pt has "other medical problems" and required an abdominal MRI. Review of programming history indicated that diagnostic tests resulted in high lead impedance and that the programmed output current was not being delivered to the pt. Further investigation indicated that the physician was not aware of the length of time that high lead impedance was present. Product analysis was completed on the returned portion of the lead. The electrode array was not returned. The reported high lead impedance was not duplicated and no anomalies were identified on the returned portion of the lead.